Event description:
Device 3 of 5. Ref MFR report: 1627487-2013-21441; 21442; 21444; 21464. It was reported the pt experienced auto-reduction on two of his stimulation programs. Additionally, stimulation turns off randomly. Follow-up identified multiple programs were exhibiting auto-reduction. Impedances (ranging from low to high) on the scs lead varied depending on the pt being in a standing, sitting, or supine position. It was also reported the pt was in a car accident in (B)(6). Subsequently, surgical intervention will be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.